Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of mg/dl. The customer was not able to get insulin though her body. The customer stated that the pump did not alarm. Customer was not able to troubleshoot. The product was not returned for analysis.